Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was replaced and the calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the sys displayed an x-ray disabled error message that prevented the sys from booting up. There is no report of pt injury associated with the event.